Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage to the down arrow button keypad overlay noted. However, pump was received with unresponsive down arrow button keypad overlay due to broken keypad connector j1 on the pcba 1. Cosmetic damage was not confirmed at the down arrow button keypad overlay. Unresponsive button due to broken keypad connector j1 on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damaged pump. The customer reported no adverse event. The event involved products mmt-1884l. Troubleshooting was performed. The customer reported no adverse event. Mmt-1884l was returned for analysis.